Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had all types of alarms and it was saying the a button was pressed for longer than 3 minutes. The insulin pump was in the box and so customer took the battery out but it was also giving other alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.